Manufacturer narrative:
Date of report: 03/28/2017. One force triad generator was returned for evaluation. The returned sample met specification as received. Details regarding a visual inspection were not provided. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that unit self activated on coag mode during a laparoscopic case. There was no patient harm and the generator was switched out with another to continue the case.